Event description:
The customer reported the system displayed a collimator calibration error and an intermittent loss of system functionality which required a reboot to restore the system. No pt injury or death was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the interconnect cable. The system operates as intended.